Event description:
The customer's mother stated the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 800 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. It was found that the customer had received a no delivery alarm, but had not changed out his infusion set. It was advised that the customer change the infusion set whenever he receives a no delivery alarm. It was also found that the customer changes the infusion set every five days. The proper set change procedure was explained to the customer's mother. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.